Manufacturer narrative:
(B)(4). Technical services discussed delivering a minimum and maximum energy shock to test the system. The available information suggests this device remains in service. Should additional information become available this event will be updated. This device has not been returned for analysis. Should additional information become available or if analysis is completed, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, review of the stored memory confirmed high out of range shock impedance measurements. Additionally, a shorted lead indicator was recorded by the device on the day of explant. A bench test to assess the output bridge integrity was performed and a low shock impedance measurement resulted. No further testing was completed as a shorted lead system is known to cause internal damage to the circuitry.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) began emitting beeping tones. The patient was seen in clinic and shock impedance measurements greater than 125 ohms were observed. No adverse patient effects were reported. Additional information was received indicating high out of range shock impedance measurements continued to be observed. An invasive procedure was performed to replace this device and the implantable defibrillation lead. The device was explanted and successfully replaced. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
--